Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported "keypad #1 not working". The unit was found to have intermittent keypad operation response of the on/off, setup, run/stoop, #1, and #2 keys caused by a failed keypad. The failed keypad was replaced.

Event description:
It was reported that a spectrum infusion pump's keypad #1 key was not working. It was also reported that there was no patient injury.